Event description:
The customer alleged the head hilow is drifting slowly. No pt impact.

Manufacturer narrative:
The technician replaced the head hilow valve and trendelenburg valve to resolve the issue.